Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025. The insertion site was the abdomen. Patient also experienced high blood glucose level at the time of the event. Therefore, patient took insulin pump to resolve the issue. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.